Event description:
The customer reported that they were unable to discharge the device in the sync mode.

Manufacturer narrative:
The customer reported that they were unable to discharge the device in the sync mode. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.